Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues on drawer. A field service engineer (fse) checked all the connections and confirmed everything was working fine. The system functioned as intended after the field service engineer checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer 2 was failed to open, required maintenance and unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.